Event description:
It was reported that, "on (B)(6), 2010 during total hip surgery, (B)(6) was not able to seat the 500-03-052d acetabular shell after sequentially reaming the acetabulum to 52mm. The acetabular shell was seated to full depth but remained unstable inside the acetabulum. A tritanium cluster shell of the same size was utilized with the add'l fixation of screws."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.